Event description:
Rptr was diagnosed in oct 94 with latex allergy. Her symptoms began as contact dermatitis to latex gloves and gradually progressed to hives and blistering of arms and face, asthma exacerbation and ultimately anaphylaxis. Her worst anaphylactic reaction to date was treated in the ER with oxygen, intravenous epinephrine and steroids and followed with tapering oral steroids treatment. She retired on medical disability in nov 1995 after 10 yrs of practice and concentrated exposure to latex.